Manufacturer narrative:
(B)(4). The actual device was not available; however, 173 companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, pressure, pull, and insertion testing were performed and the device operated within specification. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set came apart at the one-link site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.